Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a failed battery alarm. Customer's blood glucose was 96 md/dl at the time of call. Customer stated that failed battery alarm was received then changed the battery, bolus was being delivered and the insulin pump shut down and unable to retrieve bolus information. During pump error troubleshooting, customer confirmed that bolus amount was recorded in the insulin pump daily history and self test was performed and passed. No troubleshooting was performed on failed battery test alarm. Advised customer to call back if issue persists. No product is expected to return for analysis.